Manufacturer narrative:
The mentor analysis lab complete the medical device evaluation on january 12, 2022. According to the information received, the patient experienced a rupture in the breast implant and capsular contracture. Visual analysis of the returned sample revealed that the breast implant had a 5.0 cm tear within an area of shell abrasion on the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female had undergone a primary breast augmentation surgery with a 325cc mentor memorygel breast implant prosthesis. Post-operatively, patient¿s healthcare professional diagnosed the patient with baker grade iii capsular contracture affecting the left breast prosthesis. As a result, the patient was scheduled for removal and replacement of the implant on (B)(6) 2021. Although, during this surgical intervention, the surgeon discovered that the left breast prosthesis was in fact ruptured as well. Removal and replacement proceeded as planned.